Event description:
It was reported that the patient had an overstimulation sensation. The patient saw an out of regulation (oor) message on his patient programmer. Later on the patient reported that he "never" saw an oor message, so it was unclear if he saw the message or if he meant he never had seen it before then. The patient went to see his health care provider (hcp) and manufacturer representative on the day of the report for reprogramming. The patient started to have too much stimulation on the left side about a week and a half prior to the report and had to turn his stimulation off because he felt too much stimulation. The patient also had to turn stimulation off on the day of the report because he felt "shocking." The patient mentioned that before the week prior to the report he had no problem and was getting therapy. Additional information received on (B)(4) 2012 reported that the patient still had concerns regarding his device or therapy, but was working with his doctor or manufacturer representative. The patient had scheduled appointments on (B)(6) 2012. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4), product type programmer, patient. (B)(4).